Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, the device delivered malformed staples and the lockout mechanism failed. There was no reported pt consequence.